Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged form the handle and the introducer sheath was pulled back against the shuttle. The sealant was compressed and bunched up covering the balloon proximal bond. Blood was observed on the outer surface of the sealant. The shuttle cartridge was retracted and the advancer tube was found engaged to the distal tamp lock. The incident narrative stated that "after the physician shuttle, the sealant down and retracted the sheath there was no advancer tube visible." However, the returned device doe snot match the reported procedural step as the shuttle was disengaged and the sealant deployed. It is not known if the positioning of the shuttle occurred during the procedure or due to subsequent user manipulation. The review of the lhr (lot f1301503) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable root cause for failure to deploy was not conclusively determined.

Event description:
It was reported by the aci sales professional that a patient underwent a coronary catheterization procedure on an unknown date. Access was obtained via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the physician shuttled the sealant down and retracted the sheath there was no advancer tube visible. The patient was converted to approximately 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. The aci sales professional stated that upon his visual inspection of the returned device the sealant appeared to be compressed but dry on the wire at the balloon. The physician stated he feels he shuttle far enough and that this was a device malfunction. No further information is available.